Manufacturer narrative:
B2 other: infection g2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulator was not effective anymore. There were no known environmental, external, and patient factors that may have caused the event. When there was bacteria in the spinal cord and the stimulator was present, surgery could not be performed; the stimulator was removed at the hospital and the patient underwent surgery. The issue was resolved at the time of the report. The device possession was unknown because this was reported by the patient after extraction. The patient outcome was noted as health damage and the patient injury details were that the stimulator became ineffective and became unusable, and due to the entry of bacteria in the spinal cord, the stimulator was removed and surgery was performed. Causal relationship to spinal cord bacteria is unknown.